Event description:
It was reported that the health care professional (hcp) called fore view of device data for this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system. It was noted the last two painless lead integrity test (plit) that shock lead impedance measurements measured 25 ohms. Technical services (ts) reviewed the data and found no alerts. There was a consistent drop over the past 4-6 months. The device is programmed to primary with 1x gain, qrs was smaller. Additionally, there was a lot of ectopy with larde signals and intermittent undersensing. Ts recommended getting x-rays. At this time, the system remains in service. No adverse patient effects were reported.